Event description:
2 calls - information was received from a healthcare provider(hcp) regarding an implantable neurostimulator (ins) . Caller mentioned ins was in the pocket at a 90% angle instead of parallel to the skin. Caller mentioned ins appeared to be sitting in pocket differently than most. Tss reviewed MRI guidelines(a callback to the caller was made to review some additional information). Caller called back and said pt's lead was also retrograde and wanted some clarification on MRI guidelines. Tss reviewed MRI guidelines. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977c265; serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6) ubd: 23-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6). Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the stimulator was explanted and replaced on (B)(6) 2026 due to the battery shifting and moving.